Manufacturer narrative:
Nakanishi made a phone call to the dentist for the patient information on (B)(4) 2016, and obtained the information other than patient identifier. The dentist refused to provide the patient identifier.

Event description:
On (B)(6) 2016, an nsk air scaler tip, s1 (lot no. 0dx) was returned from a distributor to nakanishi for repair. There was a note coming with the tip referring to breakage of the tip. On the same day ((B)(4) 2016), nakanishi made a phone call to the dentist involved in the event to obtain the detailed information. The information nakanishi received from the dentist is. The event occurred on (B)(6) 2016. The dentist was removing dental calculus from the patient's teeth with the tip s1. During the procedure, the tip was suddenly broken. The patient did not swallow the broken tip. The patient was not anesthetized. Due to the patient not being injured, the dentist did not provide any treatment for the event to the patient.

Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device (B)(4). These activities are described in more detail below. Nakanishi conducted a visual inspection of the returned device. Nakanishi observed breakage around the water irrigation hole on the tip. Nakanishi also observed fatigue/ductile fracture on the broken surface of the tip. Nakanishi took photographs of all the damages on the tip and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi did not identify the cause of tip being broken because the above visual inspection is the only evaluation nakanishi can make with the returned device. Therefore, nakanishi was not able to reproduce the situation at the time of the event. In spite of the fact that nakanishi did not identify the cause, nakanishi considers the possibility from many years of experience that vibration during operation and stress created by applied load were transmitted to the tip, which cracked the water irrigation hole resulting in a broken tip. In order to prevent a recurrence of the tip breakage, nakanishi took the following actions: since there is no operation manual available for the tip, nakanishi reviewed the operation manual for ti-max s970, a handpiece which is used along with the s1 tip. Nakanishi reconfirmed clarity and understandability of the instructions in the ti-max s970 operation manual. Nakanishi reported the above evaluation results and possible cause to the dentist and reminded the dentist of the risk of using the tip with too high of a load.